Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 15 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2015 due to pain caused by a malpositioned cup. The modular head, acetabular cup and liner were removed and replaced with a zimmer biomet head and a competitor cup and liner.